Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible loss of capture and increase in threshold were noted on the right ventricular (rv) lead. In addition, the p-waves decreased and short v-v intervals on sensing integrity counter (sic) episodes were noted. The rv and the ra leads remain in use. No patient complications have been reported as a result of this event.